Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. The insulin pump was received without the original belt clip. No broken belt clip slot was noted.

Event description:
Customer reported that the insulin pump is missing a part. Customer stated that the device is chipped between the reservoir compartment and the batter cap. Customer stated that the device was not dropped or bumped. Blood glucose value is 57 mg/dl; customer declined to troubleshoot for low blood glucose as she had treated with food. Nothing further reported.